Event description:
It was reported that the patient received inappropriate high voltage therapy for a nodal reentrant tachycardia that exceeded the vf rate cutoff. During one episode, atrial events were falling into pvab, resulting in atrial undersensing. Programming changes were recommended and the device remains implanted.